Manufacturer narrative:
(B)(4). Device was received in good condition. The device was mechanically tested and there were no issues with the safety lockout. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alerts screens displayed during any functional test. There were no issues with continuous activation. The device was disassembled and nothing was found that could have contributed to the reported issues of continuous activation or the safety lockout being non-functional. The device was found to be conforming.

Manufacturer narrative:
(B)(4). Additional analysis results: the device was activated several times. There was a perception that the delta between the force to activate energy and the force to unlock the blade was reduced. The device was disassembled and a visual inspection of each of the lockout and activation components was completed; latch, activation lever, button, and switch. The primary lockout component (latch) was inspected under magnification. The locking surfaces were not damaged. Inspection of the switch, button, and activation lever determined that the button had been misassembled. The tip of the switch was not in the pocket of the button.

Event description:
It was reported that during a right hemicolectomy procedure, after ninety minutes the safety lockout did not function. The knife was active although the active knob was not activated. It could only be used with application of excessive force. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).